Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances noted in the DHR related to the reported event. The company representative reported that the iabp functioned normally with the patient simulator and 40 cc balloon attached. Augmentation and all wave forms were present. The company representative could not duplicate any failures. All functional and electrical safety tests were performed to factory specifications. The iabp was returned back for clinical service.

Event description:
The customer reported during use on a patient the iabp unit, displayed no augmentation, no pressures. Patient died. When asked if this iabp problem caused the death she said "that is unknown." Caller said she suspected operator issues. No patient information was disclosed. Furthermore, the customer stated the death of the patient was not caused by unit. Patient expired while unit was being swapped out with another iabp.

Event description:
The customer reported during use on a patient the iabp unit, displayed no augmentation, no pressures. Patient died. When asked if this iabp problem caused the death she said "that is unknown." Caller said she suspected operator issues. No patient information was disclosed. Furthermore, the customer stated the death of the patient was not caused by unit. Patient expired while unit was being swapped out with another iabp.

Manufacturer narrative:
(B)(6)2017 02:13 pm (gmt-5:00) added by (B)(6) (pid-(B)(6)): additional information was provided. Fields updated: a2, and a3.

Event description:
The customer reported during use on a patient the iabp unit, displayed no augmentation, no pressures. Patient died. When asked if this iabp problem caused the death she said, "that is unknown." Caller said she suspected operator issues. No patient information was disclosed. Furthermore, the customer stated the death of the patient was not caused by unit. Patient expired while unit was being swapped out with another iabp.

Manufacturer narrative:
Resbumitting f/u 2 and f/u 1 per FDA request. Original date received by mfg: 01/20/2017. Additional information was provided. Fields updated: a2, a3.